Event description:
It was reported that during the pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear and catheter, when aspirating air was drawn out from the flush port of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear and catheter, when aspirating air was drawn out from the flush port of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.